Manufacturer narrative:
The reported complaint is non-verifiable. The investigation of the provided images found the label on the box does not match the pouch in the same image. The work order (wo) on the box is visible, and the manufacturing records related to this lot/wo number were reviewed, but no issues or discrepancies were found. The wo number on the pouch is not visible, and the pouch is no longer available for evaluation as it was discarded by the customer; all work orders associated with this lot were reviewed and no issues or discrepancies were found. The images provided show an opened box, from which, it is impossible to evaluate the product in the exact state in which the unit was shipped (i.e. The investigation cannot confirm that this pouch was shipped with this box). Microvention requested a list of all coils used during the procedure to see if this product potentially was mixed up during the case; however, no notable/similar devices were used to account for this possibility. Without the wo number from the pouch, and without the ability to evaluate the product in the condition it was in when the product left microvention's custody, the complaint is considered non-verifiable.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for return analysis and the packaging was discarded by the user facility.

Event description:
It was reported that when the physician opened the device box, the product pouch had a different coil model than the model labeled on the product box. However, the size was the same. The device was used and implanted in the patient and outcome described as "normal".